Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the device revealed damage to the balloon and shaft. There was blood on the outer surface of the device and solidified contrast in the inflation lumen. A portion of the outer shaft was plastically deformed in the form of a bulge, confirming the reported shaft/balloon deformation. The balloon was distended distally, extending beyond the distal balloon bond. Magnified inspection revealed no other damage or irregularities. The markerband spacing was within specification. The device was pressurized to 4 atmospheres (atm) with an inflation device filled with water; this resulted in the shaft 're-inflating' in the area of the deformed outer shaft. The device was soaked in a circulating bath of 37°c water for a period of four (4) days with daily re-inspection to determine if the solidified contrast could be removed from the inflation lumen. After 4 days of soaking, the shaft burst at the location of the deformed outer shaft while attempting to purge the inflation lumen. The shaft burst exhibited a longitudinal tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error because the device was reportedly inflated above the rate of burst pressure. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon issue occurred. The target lesion was located in the calcified right coronary artery (rca). The lesion was predilated with a 3.0x20mm non-bsc balloon. Next, a 3.5x38 non-bsc stent was advanced to the rca and deployed at 22 atms. A 3.0x30mm non-bsc stents was advanced to overlap the first stent and was deployed at 20atms. The two stents were well positioned and fully apposed. A 8x3.5mm nc quantum apex balloon catheter was advanced to post dilate the 3.0x30mm stent. The balloon was inflated one time to 28atms when there was a sudden decrease of pressure. The balloon did not rupture, however the balloon was inflated again outside the patient and it was noted that "the device abnormally inflated in two parts." There were no patient complications and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, a balloon issue occurred. The target lesion was located in the calcified right coronary artery (rca). The lesion was predilated with a 3.0x20mm non-bsc balloon. Next, a 3.5x38 non-bsc stent was advanced to the rca and deployed at 22 atms. A 3.0x30mm non-bsc stents was advanced to overlap the first stent and was deployed at 20atms. The two stents were well positioned and fully apposed. A 8x3.5mm nc quantum apex balloon catheter was advanced to post dilate the 3.0x30mm stent. The balloon was inflated one time to 28atms when there was a sudden decrease of pressure. The balloon did not rupture, however the balloon was inflated again outside the patient and it was noted that "the device abnormally inflated in two parts." There were no patient complications and the patient's status is stable.